Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'pump had multiple improper shutdowns with different batteries during testing' which were verified through a review of the event history log but not reproduced during evaluation. Evaluation found a debris on a rear case battery pin that could not be removed. The cause was determined to be an external influence. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a multiple improper shutdowns with different batteries during testing. There was no patient involvement. No additional information is available.